Event description:
The facility reported an infusion pump that locked up. The event was reported to have occurred during patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 30, 2007. Evaluation summary: device evaluated on 03/23/2007. The reported condition of pump locked up was not confirmed or duplicated during testing. The device was returned to the customer fully operational.